Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touchscreen cracked; cause was not known. Touchscreen was unreadable. Customer's blood glucose was 70 mg/dl. No additional information was provided. Customer reverted to using another pump for insulin therapy.